Event description:
It was reported an unspecified IV (intravenous) infusion set that was attached to an unspecified infusion pump was completely dislodged from the above y-site connection hub. The set-up was used for a kanjanti infusion that was attached to the lower y-site of normal saline primary. This was identified during a patient infusion about 10 minutes into the infusion while the pump was still running. A large spill of fluid was observed on the floor. As a result, the pump was stopped. This issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 0700220000-2022-8248 for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.